Manufacturer narrative:
Upon follow up it was identified the broken portions of screws were retained by the patient. This information was not noted when the complaint was received. A supplemental report will be submitted upon completion of the device evaluation. Implant date was originally reported to be (B)(6) 2014, however additional information was received stating the correct date is (B)(6) 2014. Supplemental report two of four for the same event, reference 3004485144-2015-00081-1, 3004485144-2015-00094-1 and 3004485144-2015-00095-1.

Event description:
Upon follow up it was identified the broken portions of screws were retained by the patient.

Manufacturer narrative:
Three maxan 4.0mm x 14mm variable screws, item # 14-521614, lot # j79146 were returned for evaluation. The complaint indicates the screws and plate were implanted (B)(6) 2014, and explanted during a revision surgery on (B)(6) 2015 due to broken screws at c7. Visual inspection of the items shows: screw 1: the screw shows minor scratching and wear at the screw head consistent with normal use. No fractures or other anomalies are noted. Screw 2: the screw shows minor scratching and wear at the screw head consistent with normal use, and a fracture mid-shaft of the screw. Only the head of the screw was returned, the fractured shaft was not returned. The complaint of fractured screw is confirmed.. Screw 3: the screw shows minor scratching and wear at the screw head consistent with normal use, and a fracture mid-shaft of the screw. Only the head of the screw was returned, the fractured shaft was not returned. The complaint of fractured screw is confirmed. Functional inspection: a function check of the two fractured screws revealed the following measurements: screw 2: the length of the returned portion was measured at 0.2785¿. The device drawing specifies the length as 0.638¿ ± 0.030¿, indicating approximately 0.3595¿ of the screw is missing. Screw 3: the length of the returned portion was measured at 0.3315¿. The device drawing specifies the length as 0.638¿ ± 0.030¿, indicating approximately 0.3065¿ of the screw is missing. The DHR was reviewed and no non-conformances were noted. The package insert lists potential adverse effects are bending, fracture, loosening or migration of the implant. A visual examination confirmed the reported event: two of the three screws are fractured. The root cause of this event cannot be conclusively determined with the available information. The probable underlying root cause for the damage is excessive force placed on the screws in vivo leading to loss of mechanical integrity and ultimately screw fracture. The instructions for use warn that: factors such as the patient¿s weight, activity level, and adherence to weight bearing or load bearing instructions have an effect on the load and number of cycles to which the implant is subjected. The patient should be warned that non-compliance with postoperative instructions could lead to breakage of the implants and/or possible migration requiring revision surgery to remove the device. Supplemental submission two of four for the same event, reference 3004485144-2015-00081-2, 3004485144-2015-00094-2 and 3004485144-2015-00095-2.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of four for the same event, see also 3004485144-2015-00081, 3004485144-2015-00094 and 3004485144-2015-00095.

Event description:
The facility reported during the patient's 12 month regularly scheduled follow up appointment they identified broken screws at the 7th cervical (c7) vertebra. A revision surgery was performed to remove instrumentation at levels c5-7, elongation, derotation, flexion (edf), anterior cervical discectomy and fusion (acdf) of c4-5 and revision anterior fusion of c5-7 with instrumentation c4-7. The original acdf surgery was for c5-c7, but the revision was completed on c4-c7 levels.